Manufacturer narrative:
The e 402 analyzer serial number is (B)(6). Calibration was last performed on 06-oct-2025 and was acceptable. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. The specificity of elecsys hiv duo is less than 100%, and therefore false reactive results may occur. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys hiv duo results for 1 patient sample on a cobas pure e 402 analytical unit compared to a cobas e 411 analyzer. The initial result was 6.84 coi, interpreted as reactive. A new sample was collected from the patient and the sample was tested twice. The results were 6.39 coi and 5.12 coi, both interpreted as reactive. The second sample was also tested on an e 411 analyzer and the result was non-reactive.